Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the pump was not communicating with the transmitter, which gave a lost sensor signal alert. The customer's blood glucose at the time of the event was unknown. No consequences or impacts were reported to the customer as a result of the event. Troubleshooting was carried out, but the issue could not be resolved. The transmitter will not be returned for analysis.